Event description:
It was reported that when the device and reload cartridge were used during a thoracoscopy wedge resection, there was an incomplete staple line. Another reload was used to continue on with the case. There was no consequence to the patient.